Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has had high blood glucose values. Correction via the pump was without success. Repeatedly customer changed the cannula, the tube and the cartridge but without success. Pump didn't show an e4, e6 or e10 but customer couldn't find anything that interrupted the insulin delivery. Customer assumes the pump delivers too low insulin. No adverse event alleged. A request was made for the return of the device.